Manufacturer narrative:
A product deficiency was not reported or found. Technical service advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on 22jun2022. The consumer stated they added the reagent to the swab prior to collecting the nasal sample instead of adding the reagent to the test card. The swab was inserted into each nostril and rotated 5 times. The consumer confirmed there was no patient harm or symptoms experienced due to the reagent exposure. The consumer was satisified with the information provided and did not ahve any further questions or concerns.